Event description:
Customer complains about blood leak after ten mins into treatment. The blood loss was relatively minor and the pt was discharged asymptomatic from unit to home. No medical intervention necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.